Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that post explant of this implantable pulse generator "that had ceased to function, because its single lead had fractured" the patient developed complications, including, an overdose of sedatives and cardiac tamponade, and died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death will not be received. The product was not returned to the manufacturer. Product ID: 4965 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.